Event description:
Pt reported pelvic pain one week following essure micro-insert implantation. The pt's physician performed a flat plate x-ray and it was observed that the insert on the pt's right side appeared to be placed satisfactorily; insert on pt's left side appeared to be placed proximally and was described as "twisted in a ball." A bilateral laparoscopic tubal ligation was performed and the right side micro-insert was removed. The left side micro-insert was removed hysteroscopically. The physician could not find any evidence of what the source was of pt's pain. Pt's pain resolved completely following device removal. The physician does not know if the essure micro-inserts were directly related to the pain that the pt experienced.

Manufacturer narrative:
(B)(4).